Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had turned the device off for some dental work on friday (B)(6) 2019 and had trouble turning it back on. The patient also stated that it seems like therapy doesn't seem to be "doing its job". They mentioned they had a couple incidents of "urgency" to go to the bathroom since (B)(6) 2019. The patient was on program 2 at 2.9 volts and the therapy was on and could feel the stimulation. Additional information received on (B)(6) 2019 from the patient reported they had urgency and wanted assistance with changing the setting from program 2 to program 3. They did mention that at 1.2 volts, the stimulation was annoying and uncomfortable so they decreased it down to 1.1 volts which was comfortable ¿like a tens unit¿. The patient stated that "since friday (B)(6) 2019, there was discomfort every time I moved a certain way". When they got in and out of bed, the stimulation was "not comfortable". During the report, the patient was assisted with changing from program 2 to 2.9 volts to program 3 at 1.1 volts which was comfortable for them. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had no trouble with turning it. They stated that ¿originally I was in step 2 feeling it wasn't working¿. Further they stated that the manufacturer¿s agent directed them to go to step 3. The patient indicated that they never completed step 2 [illegible ¿ were on a cruise?] And had too many accidents. The patient had an appointment with their doctor on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting same issues; stim was uncomfortable and unsure if it was helping her symptoms. Caller confirmed this was a continuation of this call. Caller stated she can't go higher than 2.1v on p3 because it feels like "someone was pulling on pubic hairs." Caller stated she saw her hcp last week reporting the same issues, so he would like her to turn stim off for 5 days before turning it back on. Caller stated she needs assistance in doing so; patient services reviewed information and caller confirmed her stim was now off. Patient services recommended to follow-up with hcp after the 5 days are up to discuss what to do next.